Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
After a successful trial procedure, the pt was implanted with a surgical lead on (B)(6) 2010 for low back pain. It was reported that she has been receiving stimulation in her ribs and abdomen since implant. Efforts to resolve this matter via reprogramming have been unsuccessful. It is suspected that the pt¿s stimulation issue is a result of the placement of the surgical lead. A consultation with the pt¿s pain physician has been scheduled and a decision will be made regarding surgical intervention. No further info is available.